Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an electrical safety test failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at bench repair that an electrical safety test failure occurred. The bench service engineer (bse) confirmed the reported issue during bench repair evaluation. The bse determined a replacement of the power cord was required. Device evaluation and repair are pending.